Manufacturer narrative:
Data review shows the alleged run appears to be a low titer sample near the limit of detection (lod) for sars-cov-2 target of the assay. No abnormalities in the pcr curves or run logs are seen which would normally be associated with an erroneous result. The most likely cause for the discrepancy observed is due to the sample having a low viral load where results are known to waiver. No systematic issue was observed throughout the data analysis. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged a discrepant result for a single patient when using the cobas® sars-cov-2 & influenza a/b test assay, for use on the cobas® liat® system the alleged sample initially generated a positive result for sars-cov-2. The same sample was reran 30 minutes later on a different liat® serial number (B)(4) and resulted negative for all targets. The positive results were not reported. No apparent harm or injury occurred in relation to the event. An investigation was conducted to evaluate the customer¿s allegation. Per FDA¿s eua guidance, 1 MDR will be filed.